Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU clearly states not to re-insert the orsiro stent system if it was removed prior to expansion.

Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a calcified lesion the lad. After pre-dilatation, ivus was tried but could not cross the lmt lesion. The lesion was dilated with an balloon catheter twice, then ivus could cross. The orsiro was delivered but got caught at mid lmt lesion. Using a guideplus extension catheter, it was possible to deliver and position the orsiro at the lesion and it was inflated. When ivus was done, it was noticed that the stent was not at the lesion. The stent was proximal of the orsiro delivery system. Therefore, the stent was removed and another stent was implanted.